Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after three use cycles, blue material was noted on patient tissue. The material was removed with no adverse effect. There was no patient injury.